Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction with itching, inflammation, and infection under the entire patch area. The skin was prepped with alcohol prior to sensor insertion. On (B)(6) 2024, the patient consulted with a doctor and was diagnosed with cellulitis. The patient was prescribed oral clindamycin for the skin reaction. The skin reaction was healed at the time of report. No additional patient or event information is available.